Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating the presence of an extraneous piece of plastic on the luer lock tip of a syringe. To support the investigation, one sample¿including the packaging blister top web¿was submitted for evaluation by the quality team. Upon visual inspection, a molding flash approximately 1/16" in length was observed on the syringe barrel luer tip. No additional defects or irregularities were identified. This condition can occur during the molding process if there is a delay in part ejection. A device history record (DHR) review was conducted for material number 309653, lot 5142409. The review found no quality issues during production that could have contributed to the reported condition. No related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. The molding process parameters were verified and found to be within specification, with no flash observed on parts during production. The returned sample will be shared with production associates to raise awareness. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer-reported condition has been confirmed.

Manufacturer narrative:
H11: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported foreign matter. Event details: material#: 309653, batch#: 5142409. ¿on (B)(6) 2025, while mixing inside the clean room, we found 1 bd syringe 50cc ref#: 309653, lot#: 5142409, expiry date: 2030/04/30 with an extra piece of plastic on the luer lock tip of the syringe.¿